Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a surgical procedure was performed in a patient. Intraoperatively, when the physician inserted the subject guidewire into a metal stylet, the coating on the subject guidewire peeled off significantly. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
H3 summary attached - updated, h3 device evaluated by mfg ¿updated, d10 product available to stryker ¿ updated, d10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the device returned with the introducer. The core wire distal end was observed through the distal tip dome. An attempt had been made to shape the guidewire tip. The peeled ptfe was noted on the guidewire. The guidewire ptfe coating was noted to be peeling in multiple areas to 101 cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. The introducer was examined and ptfe was noted on the introducer. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The event reported "the synchro guidewire was inserted into a metal stylet, at which time the coating on the guidewire peeled off significantly". Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Analysis of the returned device found an attempt had been made to shape the guidewire tip. The guidewire and the introducer were returned. Scraping and peeling of the ptfe was evident in multiple areas of the guidewire. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that a surgical procedure was performed in a patient. Intraoperatively, when the physician inserted the subject guidewire into a metal stylet, the coating on the subject guidewire peeled off significantly. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.